Event description:
Additional information received on (B)(6) 2026, indicated that the patient required additional vascular repair performed in a hybrid operating room due to minor bleeding/oozing at the access site. Clinical feedback from the heart failure team noted that the patient otherwise recovered well while on impella support. It was further reported that the observed oozing was attributed to poor explant technique and wound care management, with excessive force noted during handling. There were no allegations against the impella device, no reported product damage, and no device malfunction or performance issue was identified. The vascular repair and minor bleeding was associated with procedural and post-explant management factors rather than impella device performance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.